Manufacturer narrative:
Additional information added to h6: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear dialyzer, the patient experienced generalized angioedema, pulmonary shunt, acute lung edema, plank abdomen with iap measuring at 55 and "hb" dropped to 4. It was reported that several intervention measures were performed to try to readjust the patient's clinical condition. An abdominal approach by the gastro team at bedside was performed with an attempt at abdominal decompression. It was reported that the patients symptoms improved. No additional information is available.